Event description:
Leakage of saline from the system required surgical intervention to correct.

Event description:
"Rupture of catheter between capsule and adjustable band in proximity to the capsule". Leakage at or near the tubing connector.